Event description:
The lay user contacted lifescan alleging that his one touch ultra meter was reading inaccurately high. The user obtained a result of 145mg/dl on the reported meter compated to a laboratory result of 106mg/dl conducted within 10 minutes of each other. The customer care representative (ccr) walked the patient through 2 consecutive control solution tests which fell outside of the specified control solution range.